Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that following impella cp implant, blood was seen leaking from the junction between the blue hub and white port. Dermabond was applied to the area to stop the bleed, but a hematoma was noted at the groin site with additional bleeding seen from the access site. Manual pressure was applied, but the bleeding persisted. The decision was ultimately made to explant the pump to manage the condition. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The reported blood leaking at the junction of blue butterfly and white port site and pump was removed. Evidence of blood found within gap between butterfly and white anchor housing. No other damages or abnormalities. The root cause of the access site bleeding - major was most likely use related since blood was found between the butterfly and white anchor housing indicating the blue butterfly was inserted into the vasculature. D.6b revised explant date as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26413. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26413 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.3 if the device was not evaluated should of been reflected on the initial manufacturer device report number 1220648-2025-26413 as device evaluation anticipated, but not yet begun. H.6 code 1884 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26413.